Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that foreign liquid that looked like "water" came out of the unspecified bd¿ syringe during use when pushing on the plunger. This occurred on 3 separate occasions, but the dates are unknown. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer stated, when he pushes on plunger, what looks like "water" comes out. Stated, he did not use the syringes when he found the liquid/water. Stated, he found problem with two boxes but could only provide information on 1 box."

Manufacturer narrative:
Correction: additional information was provided by the customer. The following fields have been updated: b.5. Describe event or problem: it was reported that foreign liquid that looked like "water" came out of the bd insulin syringe with the bd ultra-fine¿ needle during use when pushing on the plunger. This occurred on 3 separate occasions, but the dates are unknown. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer stated, when he pushes on plunger, what looks like "water" comes out. Stated, he did not use the syringes when he found the liquid/water. Stated, he found problem with two boxes but could only provide information on 1 box." D.1. Medical device brand name: bd insulin syringe with the bd ultra-fine¿ needle. D.2. Common device name: piston syringe. D.2. Medical device catalog#: 328290. D.2. Medical device lot#: 9035759. D.3. Medical device manufacturer: bd medical - diabetes care. D.4. Medical device expiration date: 2024-02-29. D.5. Unique identifier (UDI) #: (B)(4). D.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2020-03-12. G.2. Manufacturing location: bd medical - diabetes care. G.5. PMA / 510(k)#: k024112 . H.3. Device returned to manuf.?: yes. H.3. Device eval by manufacturer? Yes. H.4. Device manufacture date: 2019-02-04 . Investigation: h.6. Method codes: 10, 3331. H.6. Result codes: 114, 170. H.6. Conclusion codes: 23. H.6. Investigation summary: customer returned (5) 1/2cc, 8mm, 31g syringes in an open poly bag from lot # 9035759. Customer states that when plunger is pushed down, liquid comes out. All returned syringes were examined and no foreign matter was observed in or on any of the samples. All samples were also tested and all exhibited a small clear droplet of material come out of the cannula when the plunger rod was fully depressed. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The analysis shows that this material is most likely silicone. Manufacturing (holdrege) will be notified of this issue. A review of the device history record was completed for batch# 9035759. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200805680, 200806430] noted that did not pertain to the complaint. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: on 07 apr 2020, holdrege received photos of a complaint for fm in syringe. Visual inspection of the picture shows a liquid on the cannula of a syringe. Process summary: automatic syringe assembly machine, which feeds 1/2cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: silicone gun not firing. Correction: cleaned the barrel present eye. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Event description:
It was reported that foreign liquid that looked like "water" came out of the bd insulin syringe with the bd ultra-fine¿ needle during use when pushing on the plunger. This occurred on 3 separate occasions, but the dates are unknown. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer stated, when he pushes on plunger, what looks like "water" comes out. Stated, he did not use the syringes when he found the liquid/water. Stated, he found problem with two boxes but could only provide information on 1 box."